Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-24199. It was reported the pt has not used or charged both her ipgs for an extended period of time and is without stimulation. The sjm representative met with the patient and indicated neither ipg was able to communicate with external devices. Additionally a communication error message was displayed. Surgical intervention took place to explant and replace both her thoracic and cervical ipgs. The issue was resolved.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.